Event description:
It was reported that the procedure was to treat a de novo lesion located in the mildly calcified, mildly tortuous, 90% stenosed, proximal circumflex. Air aspiration of the 2.75x28 mm xience xpedition was performed with the device in the dispenser coil. After the xience xpedition was removed from the dispenser coil, and removal of the protective sheath without resistance felt, it was observed that the stent implant had moved distally on the balloon and a stent strut was flared. The device was not used on the patient. A non-abbott stent delivery system was used to complete the procedure. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4) - incorrect prep. Evaluation summary: the device was returned for analysis. The unstable stent was able to be confirmed. The material deformation/ flared strut was able to be confirmed. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/ review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It should be noted in the xience xpedition drug eluting coronary stent system instructions for use (IFU) states: carefully remove the delivery system from its protective tubing for preparation of the delivery system.